Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. Customer report the insulin pump did not finalize rewind and kept alarming pump errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received constant pump error no motor movement or negligible alarm during rewind due to gearbox jammed. Unable to verify pump error pump error due to constant pump error no motor movement or negligible alarm.